Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for her father for high blood glucose. Blood glucose was 442 mg/dl. Customer reported that patient had a bowl of cereal this morning and blood glucose are at 474 mg/dl. Customer just reported the insulin pump is hot to the touch as well. Customer reported that insulin pump smell where the reservoir fits in like insulin leaked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shots or heat damage components in electronic assembly was noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.